Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, however foreign material was found inside the nozzle. During the device evaluation, the following issues were discovered: bending manipulation and insertion tube defects; the bending section cover had an adhesive gap; the light guide lens was cracked because of a shock caused by dropping and knocking the endoscope onto a hard surface; a cracked resin part due to handling; and the distal end of the universal cord was damaged or deformed due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the suction function on the evis exera ii colonovideoscope did not work. No patient injury or procedure impact was reported. During the device evaluation, it was discovered that the nozzle was clogged due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned, clogged nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as "black soft caoutchouc remains and white fibers" - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage on the foreign material detection point was observed, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.